Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in lobectomy procedure, the surgeon could not fire the device. Replaced by new handle and the first and the second firing were successful. At the third firing, the surgeon could not fire the second handle. Replaced by another new handle and the firing was successful. It was also noted the 1 unit of reload pre-fired. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.